Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated bicarb/co2 generated from an architect c4000 that was normal when ran on another analyzer. The customer provided the following data: patient reference range (20-29) meq/l sample 1: initial run >50, reran >50. When repeated on another analyzer the result was 27 sample 2: initial: 45, rerun 45. When repeated on another analyzer the result was within normal range (no value provided) the customer reported that they recalibrated the assay, which resolved the issue. Sample 1 result after recalibrations was 27 & sample 2 result after recalibrations was 20. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by complaint lot and trending review did not identify an increase in complaints device history review did not identify any non-conformance's or deviations with the complaint lot. The overall performance of the co2 reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 65440uq12 is within established limits and thus comparable to the historical lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the co2 reagent lot 65440uq12 was identified.

Event description:
The customer reported falsely elevated bicarb/co2 generated from an architect c4000 that was normal when ran on another analyzer. The customer provided the following data: patient reference range (20-29) meq/l sample 1: initial run >50, reran >50. When repeated on another analyzer the result was 27 sample 2: initial: 45, rerun 45. When repeated on another analyzer the result was within normal range (no value provided) the customer reported that they recalibrated the assay, which resolved the issue. Sample 1 result after recalibrations was 27 & sample 2 result after recalibrations was 20. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.